Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2022, it was decided to remove code 3191 (generalized illness), to more accurately capture the reported event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with 495cc mentor memoryshape breast implants on (B)(6) 2017. During an unspecified time in 2018, the patient reported issues with heavy metal toxicity. The patient also reported that she had multiple urinary tract infections which her physician prescribed antibiotics for. The patient believed that she suffered nerve damage due to her antibiotics. However, the patient also reported that her physician had told her to pull stitches out over the phone, leading to what she thought was a hole in her skin. This event led to subsequent discharge coming out of said hole on the left lower side of her breast. In (B)(6) 2019, the patient reported a stingy tingly mouth. Additionally, she mentioned frequent urination and anxiety. At the time of this report, mentor received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.